Event description:
On 7/10/92 rptr developed capsular contracture of right breast. In 8/92 she developed menstrual problems, loss of concentration, nausea, dizziness and fatigue. In 10/92, arthritis and equilibrium problems developed. In 3/93 rptr had capsulotomy of right breast and both implants exchanged. The end of 3/93 developed foot pain when exposed to cold. They were turning very white and sometimes purple. In 6/93 rptr had both implants removed. Three mos later arthritis was gone. All other symptoms still continue to date, along with gastrointestinal problems 8/93.